Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited jumpy high out of range pacing impedance on the right atrial (ra) channel. Additionally, there were noisy signals that resulted in false atrial tachy response (atr) episodes. Technical services (ts) reviewed the reports and provided potential cause. Ts provided reprogramming options and further resolution. The device remains in use. No adverse patient effects were reported.